Event description:
On (B)(6) 2011, a vasoview hemopro 2 cable was returned to maquet along with a hemopro 2 (previously reported in a separate medwatch). The cable had one connector end detached, exposing the prongs. The sales reporter followed up with the hospital and they reported that the cable was sent back unintentionally. No further information as to how the piece detached is available.

Manufacturer narrative:
Investigation: a visual inspection revealed that the connector piece had detached from one of the cable ends. Based upon the visual observations, the reported complaint "collar on cable broke off" was confirmed. (B)(4).